Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements out of range on the right ventricular (rv) lead. This was noted during the defibrillation threshold (dft) test performed at the generator change. Ts provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.